Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign matter in the nozzle could not be determined, however, it is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: distal end rubber coating (a-rubber) adhesive has a chip and a white-clouded area; adhesive around objective lens and light guide lens (lg) has white-clouded area; suction cylinder is shaved; electrical connector has discoloration due to water leakage; and objective lens, protector of universal cord, distal end cover (c-cover), control unit, switch (sw) sw1, scope cover, and connecting tube have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Information is provided for end user reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle.

Event description:
This is an olympus loaner asset that was inspected upon return from end user and found to have was water supply. There is no patient involvement. The device was sent in to the service center for repair. Upon evaluation of the device, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.